Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was reported to be due to a loose connection/disconnection between the titanium adapter and the transfer set. The patient experienced cloudy effluent as a result of the peritonitis and was treated with unspecified antibiotics. The patient was temporarily placed on hemodialysis until a new catheter was placed. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.